Event description:
It was reported that the patient ¿underwent ¿an internal fixation surgery. During the tightening process, the screws slipped. After changing new products, the surgery was completed smoothly. It was reported that the patient was overall ok and stable. ¿

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.